Event description:
It was observed that during the evaluation, the rhino-laryngofiberscope exhibited that the bending section cover (a-rubber) is missing. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the bending section cover (a-rubber) is missing. Based on the results of the investigation, the most probable cause of the reported complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue which is due to a stress problem identified, problems caused by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.